Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported complaint was confirmed. The endoscope plus was tested on an in-house system or equivalent for functional evaluation and failed to generate video due to an electrical or communication failure. The system was unable to communicate with the endoscope and displayed a failed self-test error message. Additional observations not reported by the site: visual inspection identified damage at the distal end, including a broken or detached fragment at the distal window that could potentially fall into the patient. Minor cuts were observed in the cable insulation at zone a near the integrated connector. The endoscope was also found to have a camera instrument adapter defect. During friction testing, performed by manually rotating the adapter using a screening aide¿the adapter did not rotate smoothly and produced abnormal noise, confirming binding. Further evaluation revealed that the aea shaft bearing contributed to the friction. Diagnostic testing indicated a voltage issue due to measurements falling outside the expected range. The endoscope again failed functional testing on an in-house system due to an electrical failure; however, the root cause for the electrical functional test failure could not be determined. Visual inspection of the cable connector showed the presence of customer-applied labels or markings on the connector housing. The endoscope was visually inspected and found with leaks at the housing. The probable root cause of the detached fragment from the vision component is most likely user-related, resulting from inadvertent impacts with hard surfaces, accidental dropping of the scope, or improper cleaning practices during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 0° endoscope plus exhibited a video issue. The customer reported event had no report of patient injury.